Event description:
Patient reported that they were examined by their dentist and provided a letter of recommendation. The dentist stated that they examined the patient's areas on upper and lower arches. The patient had concerns with their gums being sore since starting the byte aligners. Upon clinical examination, noted ulcerative-dermatitis type lesion on the gingiva of #6-11 and #24, 25 and 27. The dentist recommends that the patient stop the use of the aligners due to the patient have an allergic type reaction or a form of contact dermatitis due to the aligner material. Dentist recommended that the patient seek testing with a medical doctor to determine if the patient has a true allergy to the materials and if so, to seek other orthodontic treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.